Manufacturer narrative:
(B)(4).

Event description:
Rec'd information the pt had their initial implant in (B)(6) 2010. Recently he reported a loss of therapeutic stimulation and pain relief. Reprogramming was attempted without success. X-ray showed lead migration. During the revision of the lead it was found that the anchor had come apart. The titanium insert was still clinched on to the lead however, the plastic outer part of the anchor while it was still had sutures was further down the lead. The lead was moved back into place and a new anchor was applied with good results. No injury to the pt was reported. Good stimulation was attained on the operating table.